Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03622.

Event description:
It was reported that the surgeon was able to reduce shoulder during initial surgery with trial tray/bearing but after multiple attempts, was unable to reduce with implants. The surgeon had to sunk the stem further but still could not reduce. He opened new implants and he was able to reduce the shoulder. There was a delay to the procedure by fifty (50) minutes. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified the inside of the bearing shows scuffing. No further damage could be seen on either device. The device is seated fully as shown by the alignment tabs. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Device analysis indicated that the device met specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.